Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional information: event site telephone: (B)(6). Due to character limit in block e1 event site address : (B)(6).

Event description:
It was reported that during patient use, the screen on the system98 intra-aortic balloon pump (iabp) went black. No patient harm was reported.